Event description:
It was reported the patient underwent fusion surgery (levels t10-l3). During a follow up visit, imaging films showed the bottom left set screw at l3 became unattached to the construct sometime post-op. The patient had revision surgery. The product was explanted.

Manufacturer narrative:
Imaging films were not provided to the manufacturer. A review of the device history records did not identify any nonconformance to specification. The screw, set screw and rod were returned for evaluation. Visual and optical examination found no evidence of damage on the screw head. The center protrusion on the leasing face of the set screw was chipped off. The location of the protrusion corresponded to a crater created on the rod surface; they were similar in size and shape. It appears that the protrusion was impeded to the rod surface. Due to the relative motion of the rod with respect to the set screw, the protrusion sheared off. This created a slight clearance between the rod and the set screw, leading to un-attachment of the system.